Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced migration and the device came out of the patients body. The icm is no longer in use. No patient complications have been reported as a result of this event.